Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received failed battery test on insulin pump and experienced high blood glucose level. The customer¿s blood glucose level was 20 mmol/l. Troubleshoot was performed. Pump alarmed with replace battery now. Customer stated contacts are neither missing nor damaged. Customer received battery failed alarm. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, and the displacement test or verify failed battery test/battery failed alarms due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Insulin pump was received with scratched case, case cracked behind the insulin pump at the corner of the belt clip rails, missing serial number label, pillowing keypad overlay, and minor scratched lcd window.